Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Na.

Event description:
It was reported that a proglide device was used in the right common femoral artery via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure; however, the foot plate became stuck and the distal part of the device separated. A cut down was done to retrieve the separated piece and confirmed nothing remained in the patient. Although the pre-close technique was aborted, the tavr procedure was completed. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Na.

Event description:
It was reported that a proglide device was used in the right common femoral artery via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure; however, the foot plate became stuck and the distal part of the device separated. A cut down was done to retrieve the separated piece and confirmed nothing remained in the patient. Although the pre-close technique was aborted, the tavr procedure was completed. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty closing the foot could not be tested due to the condition of the detachment. The reported guide separation was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.